Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit saturation module failed the color chip test. As a result, an anternate device was employed. No other details regarding the nature of the event were provided.